Event description:
A pump volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. The last three refills the expected amount was 3.8 and the actual amount was 8; expected was 3.2 and actual was 8.5; expected was 3.9 and actual was 7.8. There were no pump alarms. The event logs were normal. The patient experienced an under dose with increased pain from the baseline. It was unknown if the patient had other medical issues. A dye study performed (B) (6) 2010 revealed an intact catheter. The patient had/will have a pump replacement due to pump failure. The device will be returned to medtronic for analysis. The outcome was reported as no patient injury. The pump delivered dilaudid 0.5 mg/day.

Manufacturer narrative:
(B) (4).